Manufacturer narrative:
Attachment: user facility voluntary medwatch was received on (B)(4) 2014. The report number is (B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility voluntary medwatch was received that stated the following: "removed tubing from package to prime for chemotherapy. Product fell apart." Upon further query, the following information was provided that indicated a separation. The tubing set was to be used to deliver an unspecified chemotherapeutic agent. The customer contact reported that when the device was removed from the package prior to patient se, the product fell apart. It was reported that the clave on the secondary port of the cassette fell off. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.